Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urinary/bowel dysfunction. It was reported that the caller requested assistance using external devices to decrease the amplitude. The caller stated that sometimes the patient goes constantly or feels the urge to go but there is not any urine coming out. The patient was in a care facility and at first they thought the issue could be psychological but the doctor on staff thought it could be caused by overstimulation of the nerve and suggested they decreased the amplitude. The issue had been going on for about a month now and recently it had been more frequent. The agent reviewed how to decrease amplitude and recommended monitoring symptoms. They were redirected to the managing doctor if the issue persisted.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.